Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned where it was discovered that the helix was disengaged from helical channel. The distal conductor has blood/body fluid on/in it near the tip of the lead. There is blood/body fluid in/on the helix mechanism and sleevehead. The tip seal was observed to be out of position. The device is part of the advisory for this model.

Event description:
It was reported that the physician was unable to deploy the lead's fixation helix after multiple attempts inside and outside the body. The lead was removed and another lead was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.